Event description:
The farawave ablation catheter was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that catheter could had white spots on the handle. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: the device was returned to bsc for laboratory analysis. Visual inspection confirmed the presence of white residue on the catheter handle. During product analysis deployment to basket and flower was successful on every attempt and no unusual resistance was noted. However, marks / spots were noted on the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that catheter could had white spots on the handle. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.